Manufacturer narrative:
The event occurred on (B)(6) 2011, however, the customer did not report the event to hotline or field service on the day of the event. Qc was running within established range prior to the event. Customer declined service call. The electrode has been replaced and returned to brea qa for further investigation. A clear root cause is undetermined at this time.

Event description:
A customer contacted beckman coulter inc., (bci) in regards to one discrepant glum result seen while running in duplicate mode on unicel dxc 800 pro synchron chemistry analyzer. The result was not reported out of the laboratory. Results or additional details were not provided for this event. Patient treatment was not impacted by this event.